Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97702, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Device analysis for the desktop charger revealed the cable assembly had broken connector pins.

Event description:
The patient reported that the implantable neurostimulator recharger (insr) was not charging. Sometimes it did not work great. The patient bent the connector pin 3 weeks ago and after a couple days it stopped making a connection, and it fell out yesterday. There was also no stimulation sensation for a week. The patient was unable to recharge the implantable neurostimulator (ins) since the insr would not charge. No patient injury reported. It was later reported that the patient received assistance from his manufacturing representative (rep) and his concerns were resolved. The indication for use included multiple back operations.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.